Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. Implanted.

Event description:
Edwards received notification of a pascal in tricuspid position where 5 days post a successful procedure, the 1 pascal ace device was implanted across the anterior and septal leaflets in a 2-8 implant orientation, edwards was notified by the site that upon follow-up review of the patients discharge tte that there is evidence of an slda and detachment of the septal leaflet with slightly increased residual tricuspid regurgitation noted. Initially there was an immediate 1 grade reduction in tr from severe down to moderate. The baseline tr grade the day of the procedure during the pre-procedural echo was graded as massive. Post procedure tr grade was moderate. The tr grade at the time of the slda on the discharge echo was graded as slightly worse at moderate to severe according to the site. The site mentioned that no intervention would be further required.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was unable to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed from evaluation performed on returned imaging. Potential contributing factors to the sldas are procedural issues (inadequate leaflet grasping, missing necessary maneuvers, misinterpretation), and imaging issues (inaccurate view planes, no leaflet grasping clip recorded). In addition, a DHR was completed and no nonconformances related to the complaint event were identified.